Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires at the epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient was reportedly a non-user of the device and elected explant surgery. The recipient's device was explanted. The recipient will not be reimplanted.